Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 250 mg/dl while wearing the pod between 5 and 24 hours. The pod reportedly was leaking insulin and coming loose from the infusion site (leg) causing the cannula to dislodge. As treatment, a new pod was applied.

Manufacturer narrative:
No problem was found regarding the reported cannula dislodgement and leaking during wear because the needle mechanism was not deployed. The pod was received not deployed with adhesive liner and needle cap still attached. No damages or defects were observed with the adhesive pad or the adhesive pad's welds. An adhesive failure could not have occurred as reported, as the pod had not been adhered to the user.